Event description:
During a routine follow-up, a prolonged charge time was observed. The battery voltage was within normal range and the pt had not received any high voltage therapy. The physician elected to monitor the pt for 30 days. When the pt returned, the ICD still indicated a prolonged charge time. The decision was made to explant the device.